Event description:
Anchor broke off in the patient. Anchor itself broke at the level of the eyelet and could not be retrieved. Surgeon prepared a 2nd site,inserted a new anchor, same pn unknown lot number and case was completed without any other untoward events.

Manufacturer narrative:
Device was not returned for evaluation.(B)(4)